Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the monopolar curved scissors (mcs) had a loose cable making the instrument not usable. There was a delay of less than 15 minutes. There was no report of patient involvement.